Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 9 unopened and 3 open racepacks. Analysis and results: there is one previous complaint of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received nine closed samples and three open samples. One of the open samples received, the needle is detached from the thread and the thread is still wound on the pack. The other two open samples received, the needle is attached to the thread. Tested the needle attachment of the samples received and the results are: 2.61 kgf in average and 0.41 kgf in minimum (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). One of the samples does not fulfill the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the (B)(6). There are not enough samples to conclude about complying to (B)(6). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Taking into account that there is one previous complaints that results of samples received that did not fulfill the OEM requirements. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: according to the internal procedures, corrective or preventive actions has been implemented for future incidents.

Event description:
Country of complaint: (B)(6). The needle is detached from the thread easily.